Event description:
The account alleged the head end brake casters are not holding. No pt impact.

Manufacturer narrative:
No further info is available is available on the repair of the bed at this time.